Event description:
It was reported to olympus that the endoscopic image of the visera elite ii video system center suddenly blacked out during a therapeutic laparoscopic prostatectomy procedure. The procedure was completed with a similar device and had no other issues. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. The issue was not replicated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 10.2 how to identify and cope with abnormalities code :e216 error content: scope communication failure cause: an abnormality occurred in the communication between the endoscope and the product." Olympus will continue to monitor field performance for this device.